Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a roux-en-y bariatric surgery the needle fell off while toggling. The needle was retrieved from the patient¿s cavity with laparoscopic graspers.